Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the pump's USB port was bent resulting in difficulties charging the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was address by a manual insulin injection.